Event description:
On 10/12/2021, it was reported by a sales representative via phone that when the surgeon was inserting the 3.5 locking screw in the proximal shaft of the tibia, the 0643-000 screw sheath locked and the tip sheared off during final fixation of the locking screw. The surgeon was able to back out the locking screw and used fluoroscopy in order to remove all fragments of the 0643-000 from the patient. This was during a pilon fracture on (B)(6) 2021. The case was completed by using a new guide and used the same locking screw.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.